Event description:
Procedure: lap colon. After coagulating some blood loss occurred. The re-grasp alarm did not sound and there was no additional sound from the generator. The surgeon used another device to complete the procedure. There was no report of patient injury.